Manufacturer narrative:
A possible root cause was determined. The probe was bent. A bent probe can result in loss of vacuum/pressure in the fluidics system and probe drip. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that the probe on the ortho provue analyzer was bent and had dripped fluid. The customer indicated that the tech/user was in training and was performing testing at the time of the incident. The customer aborted testing. Information was not provided regarding results of patient testing or possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.